Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl. Reportedly, the low bg level caused a seizure to occur. An ambulance arrived and assistance was provided to the customer on administering intravenous (IV) glucose and d-50 (IV glucose). Reportedly, the customer was not taken to the hospital. Review of the pump logs by tandem technical support showed that the customer requested 1.43 units and programmed a temporary rate of 50% for 1 hour and the pump delivered the requested amount. Additionally, the customer reported having delivered insulin based off the continuous glucose monitor (cgm) reading and did not verify bg level with a bg meter. Recommendation was made to discuss diabetes management with health care provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on 07/04/17. User made bolus request without entering current bg level. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.